Manufacturer narrative:
Returned device was received in good physical condition but there was a crack on the battery compartment. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the issue during testing. The position pot was replaced as a preventative measure which was over 10 years old. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a check clutch plunger error during an occlusion test. There was no patient present at the time of the event. No adverse events were reported.